Event description:
It was reported that a cartridge change error occurred. The customer loaded a new cartridge to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. The customer reverted to an alternate method insulin therapy. There was no reported adverse impact to the customer's blood glucose level.